Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose value from the reported event was 155 mg/dl while the sensor glucose value from the reported event was 60 mg/dl. It was noted that the insulin delivery was suspended due to a sensor glucose reading of 65 mg/dl while their blood glucose reading was 155 mg/dl. The suspend on low limit in the sensor settings was set to 70 mg/dl. Troubleshooting was performed. The product will be returned for analysis.